Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 16130543, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-4316, batch/lot number: 16114071, model/catalog description: clik anchor, unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-50, serial number: n/a, batch/lot number: n/a, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI): n/a. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent spinal cord stimulator (scs) explant procedure. The patient was doing well postoperatively. All explanted device components were discarded and will not be returned.